Event description:
Related manufacturer reference number: 2017865-2022-07535. It was reported that the patient presented for a follow up in clinic with a left ventricular (lv) lead that exhibited failure to capture. The lead was then programmed to be deactivated. The atrial lead also exhibited failure to capture. A chest x-ray was performed and it was noted that the atrial and left ventricular leads were dislodged. The atrial lead was explanted and replaced. The lv lead was found to be wrapped around the right ventricular lead. The lv lead was capped on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix was able to extend and retract. The helix extension length was measured to be within specification.